Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? As stated above, skin closure on back. What was used to complete the procedure? Another suture from same box/batch. How many sutures were involved in this single procedure? I believe only one- small skin lesion removal. How many cases did this issue occur in on thursday, (B)(6) 2021? One. Device history lot: a manufacturing record evaluation was performed for the finished device batch qhmcbu, pdp422h and no non-conformances were identified.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2021 and suture was used. The suture broke during closure of back skin. Procedure was completed successfully with another like device. There were no adverse patient consequences reported.